Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on approximately (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen. The patient¿s mother stated the patient experienced skin reactions with an unknown number of sensors. The reaction was described as a red and itchy rash. A doctor recommended a product by johnson and johnson for the skin reaction, however the exact date of medical intervention was not provided. No additional event or patient information is available.